Event description:
It was reported that a cartridge alarm 30 occurred, and the customer had experienced this issue previously with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl during the event. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Tandem technical support arranged for the customer to receive a replacement pump with updated software and provided instructions for returning the faulty pump. Upon receiving the replacement, the customer acknowledged understanding of the steps to take for setup and storage.